Event description:
On october 20, 2008, nurse reported that 3 patients (in the nicu) had eye infections on the same day. She had questions about the retcam's information on cleaning. They were looking at all possibilities.

Event description:
On october 20, 2008, nurse reported that 3 patients (in the nicu) had eye infections on the same day. She had questions about the retcam's information on cleaning. They were looking at all possibilities.

Manufacturer narrative:
As part of the investigation, clarity requested and obtained additional information from the hospital. The information supplied by the hospital shows that the infection occurred 5 days after, the retcam device was used. Patient was prescribed sodium sulfacetamide and discharged. As the injury occurred several days post exposure to our product, we do not believe that our device may have caused or contributed to the injury. Although, the initial information supplied reported three patients involved, subsequent information shows that there were only two. Because of the fragile nature of the patient (new-born low birth weight infant), we consider the event a serious injury and reportable.